Event description:
It was reported that the patient was not able to adjust stimulation. The patient reported her display showed elective replacement indicator (eri) call your doctor icon. The patient also reported her parkinson's had been worse for the last few weeks prior to this report. The patient thought it had been too short of a time frame since implantation of her current device for it to be in need of replacement. Additional information received reported that the patient's implantable neurostimulator (ins) was replaced on (B)(6) 2012 without complication. There was no patient injury. Low impedance measurements were reported. It was also reported that the device required high settings, especially voltage, and that battery depletion was normal.

Manufacturer narrative:
Product ID 748251, lot#, serial# (B)(4), implanted: 2002 (B)(6), product type: extension, product ID 748251, lot#, serial# (B)(4), implanted: 2002 (B)(6), product type: extension, product ID 3389-40, lot# j0206490v, serial#, implanted: 2002 (B)(6), product type: lead, product ID 3389-40, lot# j0206490v, serial#, implanted: 2002 (B)(6), product type: lead. (B)(4).